Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during placement the right ventricular (rv) lead the lead exhibited high thresholds and high impedance. The lead was unable to capture the ventricle at five volts. The physician repositioned the lead five times to no avail. The lead was removed and an alternate lead placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.